Event description:
Patient alleged new events of swelling/fluid build up, deformities, scarring, flaring, loss of sensation and mental anguish (depression).

Manufacturer narrative:
A follow-up medical device report was submitted to add the additional alleged events. These events include swelling/fluid build up, deformities, scarring, flaring, loss of sensation and mental anguish (depression). There is no new information from the physician about the patient. All of these events are potential events that can occur that the patient was informed of and approved of this during the consent process. Swelling is a known side effect of any cosmetic surgical procedure. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones are: -"temporary reactions, swelling and/or erythema" may occur, dissatisfaction with cosmetic results is listed as a potential adverse event and complication, "lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity". The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, self-confidence and self-esteem were objectives that were measured in each participant via a single question that compares pre- and post-operative self-confidence and self-esteem. 91.5% of participants reported high or very high levels of self-confidence 6-8 weeks post-op, and 83.5% of participants reported high or very high levels of self-confidence on an average of 4 years post-op.

Manufacturer narrative:
A follow-up MDR was submitted to add information from the patient's medical record. There are no new claims that were not covered in proceeding reports. On (B)(6) 2022 the patient came to the physician's office for an implant consultation. The patient's physical examination was sufficient. The patient decided to proceed with the procedure. On (B)(6) 2022, the patient had the device implanted. The procedure was successful. At a post-op appointment on (B)(6) 2022 the physician stated the device looked great with no swelling and a dry drain. On (B)(6) 2022 the drain was removed. The patient was taught stretching and centering exercise and told to complete them for 10-15 minutes a day. The patient was told to schedule a follow-up appointment with the physician in 7-8 weeks. On (B)(6) 2022, the patient presented to the physician's office. The patient stated the base is very 'thick' and that he has lost length. The patient was advised to use the penimaster pro stretch and was cleared for gentle sex. The patient was told to schedule a follow-up visit in 6 months. On (B)(6) 2023, the patient presented to the physician's office. The physician stated the device looks great, but the patient stated it cones with erection. The patient stated he had some retraction as well. The physician instructed the patient to send pictures of his erect penis to help determine the issue. On (B)(6) 2023, a urinalysis without a scope was completed and the results were normal. On (B)(6) 2023, a CT hematuria CT-ivp was complete with and without contrast. Non contrast and contrast enhanced CT of the abdomen and pelvis were performed utilizing multidetector CT acquisition. There was no evidence of solid cystic renal mass, stones, or dilation. There were no lung masses, an unremarkable gallbladder, normal spleen, pancreas, and gi tract. The prostate gland and seminal vesicles were unremarkable, and the penile implant was partially visualized. There was no abnormality identified to account for hematuria. On (B)(6) 2023, the patient and physician had email communications and discussed the implant cone that forms with his erections. The physician provided the patient with three options: remove implant and scar/capsule, revise implant and re seat and remove scar/capsule, and remove and replace with new implant removing scar/capsule. The physician did not have any further correspondence with the patient after this discussion until the lawsuit. It is unknown whether the patient had the device removed. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were updated per the FDA's request.

Event description:
The patient file was received with additional information. All claims made (bulge/cone, retraction and scar tissue) were covered in proceeding mdrs.

Event description:
Patient had the device implanted on (B)(6) 2022. A few days after the operation, the patient alleged discomfort in the groin area. The patient also alleged that the device failed to elongate and remained 'bunched' around the base of his penis. On october 12, 2022, his physician prescribed an external device to elongate the penis. The patient states that after one year of using the elongation device that it failed to correct the abnormality and he continued to experience pain.

Manufacturer narrative:
The patient had the device implanted on (B)(6) 2022. The physician stated that the surgery went well without any complications. On post op day 2 the implant was correctly aligned and healing after drain removal. At a follow up appointment on 10/17/2022, the physician noticed the patient was experiencing retraction and bulging at the base of the implant. The bulge occurred due to the retraction. This is a potential event that can occur that the patient was informed of and approved of this during the consent process. A post-operative bulge is not an uncommon occurrence when an implant is placed under the skin as the skin and surrounding tissues adjust to the presence of a foreign body. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." "Penile shortening" and "penile retraction in erect and flaccid states". Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, dissatisfaction with cosmetic result, contracture and decreased penile girth as an anticipated adverse events. Pain is a common and anticipated event in any surgical procedure. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. The root cause of this investigation is a known inherent risk of the device.